Event description:
This pt had bilateral augmentation in 1981, with almost immediate capsular contracture. She was admitted for removal of capsules and replacement with saline implants. She had bilateral capsulectomies and removal of implant material. Both implants which were removed were ruptured.